Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
It was reported the patient had not charged and had not felt stim in 2-3 years. The patient had multiple falls in the past 2-3 years, and it was noted they typically fell 2-3 times per month. A loss of therapeutic effect was reported. A coupling and communication problem with the recharger was reported. An implantable neurostimulator (ins) overdischarge was suspected. Patient compliance was reported as the primary reason for the overdischarge. The antenna locate feature was used, which did not result in a power-on-reset. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).